Event description:
According to the facility "catheter gradient markings are coming off into the spinal space of the patient".

Manufacturer narrative:
According to the facility "catheter gradient markings are coming off into the spinal space of the patient". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.